Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l36264, implanted: (B)(6) 1995, product type lead ; product ID 3272, serial # (B)(4), implanted: (B)(6) 1995, product type receiver; product ID 3487a, lot # l36264, implanted: (B)(6) 1995, product type lead; product ID 3487a, lot # l36264, implanted: (B)(6)1995, product type lead; product ID 3487a, lot # l36264, implanted: (B)(6) 1995, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l36264, implanted: (B)(6) 1995, product type: lead; product ID 3272, serial# (B)(4), implanted: (B)(6) 1995, product type: receiver; product ID 3487a, lot# l36264, implanted: (B)(6) 1995, product type: lead. (B)(4).

Event description:
Additional information received from the patient reported that the device got "full of blood" and had to be taken out.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted years prior to the report because it quit working or wasn¿t working right. The patient stated that the device was explanted in (B)(6) 2001. It was noted that the patient pulled out their ins a few days before the report and noticed that there was blood inside the ins. The patient wanted to know how blood got inside the ins.

Event description:
Additional information received reported the stimulation wires were left in place.